Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system after they tried to rewind. The insulin pump was not functioning since then. The drive support cap was loose. Customer's blood glucose level was around 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.